Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the anus during a ligation of varicose veins procedure to treat hemorrhoids performed on (B)(6) 2024. During the procedure, the bands would not deploy and were stuck when attempting to deploy the bands. The procedure was not completed as there was no device available. There were no patient complications reported as a result of this event. Note: photos of the complaint device outside the patient were provided by the customer and showed the bands were moved and overlapped within the ligator cap. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.

Manufacturer narrative:
Block h2 (additional information): block b5 has been updated based on the additional information received on october 3, 2024. Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the anus during a ligation of varicose veins procedure to treat hemorrhoids performed on (B)(6) 2024. During the procedure, the bands would not deploy and were stuck when attempting to deploy the bands. The procedure was not completed as there was no device available. There were no patient complications reported as a result of this event. Note: photos of the complaint device outside the patient were provided by the customer and showed the bands were moved and overlapped within the ligator cap. Additional information was received on october 3, 2024: it was noted that there was no difficulty experienced upon setting up the device.